Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, partial occlusion of femoral artery. 6.0 x 40mm pta balloon angioplasty. Additional information received stated prolonged inflation of angioplasty balloon provided good result.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 6.2mm, moderate posterior calcification, posterior wall calcification, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was less than one minute; however, a partial occlusion of the femoral artery was noted. Prolonged balloon inflation was applied to remediate the occlusion and the patient was transferred to recovery for observation. The root cause of the vessel occlusion is inconclusive due to the lack of information pertaining to the initial and deployment procedures, patient conditions and environment, and no device or angiograms submitted for investigative purposes. However, it could possibly be due to the anchor adhering to the distal wall or possibility that collagen was pushed entirely or partially into the vessel during lock advancement, thereby causing an occlusion of the vessel. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.